Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. No information provided to date. Lot number is unknown. No information provided to date. No lot number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device presented a no disposable alarm. Troubleshooting was conducted and customer was advised to remove the cassette and then replace it back on the pump. This resolved the issue. Customer decided to utilize a new cassette, indicating they did not change the previous day. Customer was reminded change of their cassette was every 48 hours. No further issues or details were provided. No patient injury was reported.